Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported an alleged overdischarge. The implantable neurostimulator (ins) was last charged over three months prior to the report and the patient last felt stimulation 3 months prior to the report. The patient did not say why she did not recharge. A fast recharge interval and fast depletion were discussed. They were going to replace the ins due to short recharge and charge duration. The ins was not holding a charge after recharging. An informational power on reset (por) was seen followed by a warning por on the patient programmer. There was a charge the stimulator screen on the programmer prior to the pors. The patient was able to see the charging screen. However, she was having issues with charging. The patient charged to ¾ full on the night of (B)(6) and in the morning of (B)(6) she had no charge. The ins charged but depleted completely overnight. The patient denied falls, accidents, traumas, or coming in contact with electromagnetic environmental exposure. The por was cleared but the ins did not hold a charge. The patient would be having her ins replaced after approval and authorization which would probably take 1-3 months. They may implant a non-rechargeable due to the patient being non-compliant. Relevant medical history included post lumbar laminectomy syndrome.